Manufacturer narrative:
H11: complaint database analysis revealed no further similar event since unit installation in 2024. Based on the investigation findings, and taking into account the results of similar events investigation, the most likely root cause of the reported event is a mechanical jamming of the stirring mechanism. In this regard, it cannot be excluded that environmental conditions such as high temperatures, humidity, condensation and water infiltration, with the possible contribution of the disinfection procedure, may have contributed to the failure of the motor over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (code e07) associated to stirring mechanism blocked or too slow. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in tulsa, oklahoma. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue stirring mechanism was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.